Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported that their second implant that was put in them was really bad. Patient further stated they had severe damage in their insides and they just had to have it removed and they wanted to tell the manufacturer company about it so they could know about it. They stated that when they first had the second implant put in, as soon as they got in the house, it was like someone took a wire coat hanger and stuck it in the fire and left it there and that they screamed bloody murder in their living room and it was stabbing them over in their vagina and was shocking them, burning them and all of a sudden the battery in their bottom raced up to like a hundred miles an hour and they could feel it vibrating through their whole pelvic wall and vagina and it slowed down until it got clear to nothing and they had the most serious pains on both sides and in the middle like a tree with bark on it just being shoved up in them and turning and muscle spasms and nerve damage all the way down to their kneecaps across their pelvic wall. Patient confirmed this was all from g etting the device implanted. They said they got dizzy like they were going to faint and that they had developed sepsis and mrsa. Patient reported they had been in and out of the hospital 4-5 times and that it was so bad they had to take an ambulance to the emergency room twice because they could not even get up to get themselves to drive to the hospital. Patient did not provide specific timelines for events that occurred after they got their second implant but indicated the pain started the day, they got home from the procedure. The caller stated they'd just had the device removed a week ago friday (B)(6) 2026) by the same healthcare provider (hcp) who had implanted the device and they were on the mend now but they were still healing and trying to get to pelvic therapy and everything. The patient stated that they couldn't figure out what had happened to them and that's why they were reporting it so the manufacturer company could catch it before it got too bad. Patient said they were worried their insurance wouldn't cover all they'd been through. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with their managing health care provider to further address the issue but the patient was insistent that the manufacturer needed to be aware of the issue that was happening with their devices that was just like the recall they'd seen on facebook because it was "that bad."